Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/28/2020. H.6. Investigation: two photos and one sample was received by our quality team for evaluation. Upon visual inspection, white foreign matter was observed on the syringe barrel. Therefore, the investigation was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The white embedded foreign matter was sent for the microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. Based on the testing results, the foreign matter type could not be identified, however it showed a few peaks similar to the syringe material, polypropylene. The probable cause of the embedded foreign matter could be the result of degraded polypropylene in the injection screw of the molding machine. An enhanced cleaning to the injection screw for the syringe molding press was performed and a two month preventative maintenance cleaning for the syringe molding press was created.

Event description:
It was reported that syringe 5ml ll had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: white speck. Embedded in plastic at back of 1ml mark.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5 ml ll had foreign matter in it. This was discovered before use. The following information was provided by the initial reporter: white speck. Embedded in plastic at back of 1 ml mark.